Event description:
It was reported that the helix of the ventricular device became bent during the implant procedure. The device was removed and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Reported event of bent helix was confirmed. A visual inspection of the device revealed the helix was stretched and bent out of specification. The helix elongation is consistent with having occurred during implant procedure. Further analysis performed revealed no anomaly. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.